Event description:
The customer stated they received questionable results for an unspecified number of patient samples tested with elecsys hbsag ii on a cobas e411 disk analyzer. The customer stated they repeatedly encounter false reactive and borderline hbsag results observed with donor patient samples. No specific data was provided.

Manufacturer narrative:
The serial number of the e411 analyzer is (B)(6). The field service engineer replaced the measuring cell and mixer. No further issues were reported after these actions. The investigation is ongoing.